Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would continuously vibrate when booted up. Functional testing and data log were unable to be performed due to the continuous vibrating. The reported event that the receiver ceased to function was not confirmed. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.